Manufacturer narrative:
Concomitant medical products. Model: ddbb1d1, ICD; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient's spouse has alleged a malfunction of the patients implantable cardioverter defibrillator (ICD) system contributed to the death of the patient.

Manufacturer narrative:
Product event summary: a proximal portion was returned for evaluation. Analysis could not be performed due to legal restrictions. If information is provided in the future, a supplemental report will be issued.